Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging that her one touch ultra meter does not power on. The reported issue first started on (B) (6) 2010 at 7:30 am. Due to the reported issue, the patient did not treat herself or take any medication. The patient did not exhibit any symptoms due to the reported issue. The patient mentioned that on the (B) (6) at 9:30 am and again on (B) (6) 2010 at 10:00 am, she went to the doctor's office and the readings in the lab were "critical high", she had to be treated with 10 units of insulin at the physician's office. This is not the first time the product is being used. The meter does not power on by the power button. Based on the information that was provided, the batteries needed to be replaced. The patient was using the correct vial of test strips. Products were replaced. The complaint is being reported since the patient alleged that due to the meter not powering on, she had to visit the physician twice and had to receive insulin because her blood glucose readings were "critical high."

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.